Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1499372, 1512609, 1499083, 1505607, 1520324, 1519680 and 1518508). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The separated piece could not be retrieved and was incorporated into the filling.